Event description:
Additional information received that indicated that the patient experienced fatigue.

Event description:
Related manufacturer reference number: 2017865-2021-40513. It was reported that a patient presented to the emergency room (ER) due to a fall. The patient's pacemaker (pm) and right atrial (ra) lead had historically poor sensing of atrial fibrillation (af) waves and it was discovered that af waves were being undersensed causing the device to not go into automatic mode switch (ams). No symptoms reported. No intervention was performed. The patient was stable throughout.